Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient primary surgery was of the left knee on (B)(6) 2020. Patient developed a hematoma. So surgeon performed an I&d on (B)(6) 2020 and exchanged the poly liner. Attached is the dgr from original surgery with the remaining components. I have no further information to add. Did the patient experience a post-op device malfunction?: no, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?: yes, did the patient require revision surgery or hardware removal?: yes, facility name of original implant: dch, was device explanted?: true, hardware/explant removal due to: hematoma and need to perform a complete irrigation, did patient require revision surgery?: true, if yes, date of revision surgery: 7/20/2020, reason for revision surgery: evacuation of a hematoma, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?: hematoma, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: evacuation of hematoma, is the patient part of a clinical study: no, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.